Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 13.5 mmol/l. The customer stated that the keypad would not respond. The customer changed the battery and it made no difference. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and cracked belt clip slot.